Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The customer's report was observed during testing. However, the reported problem could not be duplicated. The device's monitor board was replaced to reduce probability of reoccurrence. The device passed final testing, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The reported malfunction was observed and verified. The device was recertified and returned to the customer. The original monitor board was returned to zoll medical corporation, (B)(4); the malfunction was duplicated and the monitor board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.